Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 250 units of cold insulin. The customer reloaded the cartridge and completed the load process successfully. The customer reported blood glucose level was "okay".